Manufacturer narrative:
Control results were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 88 mmol/l with a repeat result of 139 mmol/l. The sodium result in question was not reported outside of the laboratory. The sodium electrode lot information was requested but was not provided.

Manufacturer narrative:
The cuvette was changed along with the sample probe and the issue did not recur. The investigation did not identify a product problem. The cause of the event could not be determined.